Event description:
The customer reported overflowing baths and full vic (vacuum isolation chamber) involving the coulter ac*t diff 2 analyzer. The customer indicated that approximately half a liter of clear fluid spilled. The customer discovered the leak while troubleshooting non-numerical results (asterisks, dashes and dots) generated by the instrument. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and no injury or exposure was reported. The customer stated that one (1) erroneous patient sample results were generated but were not reported out of the laboratory. There was no change or affect to patient treatment in connection with this event. Data review indicates that the instrument generated flags and messages on patient sample runs for various parameters. The erroneous patient results showed no flagging on the differential parameters for the initial run and the wbc results were erratic without instrument generated messages. Correct results were not provided by the customer. Qc (quality control) was run for three levels prior to running patient samples and low/flagged results were obtained for low level control. Subsequent qc run results for the low control were within the established ranges. Normal and high level controls recovered within ranges with flagged monocyte results. Low level control run after the event generated instrument flags/messages or non-numeric results for various parameters.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and discovered overflowing baths. The fse replaced the waste pump and ran startup and qc without instrument flags. The baths were draining correctly and repair was verified per established procedures. Failure mode is attributed to the waste pump and the instrument generated flags and incomplete computation (non-numeric results) which alerted the customer to an instrument problem.